Manufacturer narrative:
Concomitant medical devices: product ID: 407652, lead, date of implant: (B)(6) 2010; if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fluctuating rv defibrillation coil and superior vena cava (svc) defibrillation coil impedances. Testing of the lead revealed a suspected incomplete rv coil fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.